Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was that the pump battery was depleting quickly. The customer's blood glucose (bg) level was 170 mg/dl. The customer will continue to use the pump for insulin therapy.